Manufacturer narrative:
During inspection and testing, a foreign object came out of the nozzle due to insufficient reprocessing. The reported issue (poor angulation) was confirmed during testing. Angulation in the up direction did not meet the standard and the play in the up/down knob was out of standard due to wear of the angle wires. In addition, the suction cylinder was shaved due to handling, the paint on the suction cylinder was peeled due to handling, water removal ability did not meet standard due to the nozzle being clogged, the adhesive on the bending section cover was cracked, there were scratches on multiple parts of the device due to handling, the connecting tube was wrinkled because of the resin being cracked due to chemical stress from reprocessing, the universal cord was wrinkled due to the resin being detached/deteriorated, the objective lens was discolored due to chemical stress, the light guide lens was cracked due to handling, the scope connector was shaved and damaged due to handling, the scope connector was discolored and corroded due to handling, the forceps channel port was shaved due to handling, and the control unit was discolored due to chemical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported poor angulation with the subject device. There was no harm or user injury reported due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, a foreign object came out of the nozzle. This report is being submitted for the malfunction found during evaluation (foreign object).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material and after further analysis the material was identified as organic silicon and protein (human origin). The cause of the material remaining in the device could not be specified. Olympus will continue to monitor field performance for this device.